Manufacturer narrative:
The device was received for evaluation. Visual inspection of the actual sample showed that the product was contaminated with blood and required disinfection prior to evaluation. Functional leak testing of the dialysate side was performed and a leak was observed originating from a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the housing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the "coupling part of the upper housing" of a polyflux 140h during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.